Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was reaming acetabulum and heard a snap, and then was no longer able to ream. Went to a straight reamer and was able to complete the tha case. Surgical delay of 1 minute. Update: per the mps, the snap was a universal joint of the offset cup reamer handle that broke.

Manufacturer narrative:
Reported event: the event reported that an offset cup reamer handle stopped rotating during reaming in case after a snap was heard. The straight reamer handle replaced the device causing a 1 minute delay. Device evaluation and results: visual inspection showed material wear at the yoke's edges of both the proximal and distal u-joints. Functional inspection showed that the device was still able to rotate. Device history review: review of device history records indicate 0 of 30 devices were accepted on 03/10/2017. (B)(4) of (B)(4) parts were dispositioned "use as is" per (B)(4) on 04/19/2017. Complaint history review: review of complaints within the trackwise database for p/n 212760, l/n 3578694 show one (1) other complaint related to the failure in this investigation. (B)(4). Conclusion: the failure was not confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was reaming acetabulum and heard a snap, and then was no longer able to ream. Went to a straight reamer and was able to complete the tha case. Surgical delay of 1 minute. Update: per the mps, the snap was a universal joint of the offset cup reamer handle that broke.